Manufacturer narrative:
On 27 january 2016 it was prepared a final report with the information already submitted in the initial report. On 09 february 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 27 nov 2015 the r&d director made the following comments: the screws should be need to enhance the primary stability in the first weeks of implantation in order to get a secondary stability in long terms. In this case the cup moved without reaching the secondary stability. The loosening of the cup transferred all the loads on the screws that are not suitable to sustain all the load. It is highly likely that the loosening of the cup caused the breakage of the screw. Batch review performed on 27 november 2015: lot 124090: (B)(4) items manufactured and released on 05 december 2012. Expiration date: 2017-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. Cancellous bone screw flat head ø 6,5 l 40 code 01.26.65.40 lot. 135326 ((B)(4)): (B)(4) items manufactured and released on 17 january 2014. Expiration date: 2018-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue.

Event description:
The patient presented with pain and the surgeon did not feel comfortable performing the revision. The surgeon removed the poly then noticed that the cup was completely loose and hanging on by a screw. He took out the first screw and noticed the second screw had broken. Once he removed the entire cup he proceeded to ream the acetabulum and put in a new cup. The explants are not available. X-rays are not available.